Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was sensor breakage. The customer's blood glucose was 168 mg/dl the time of incident. The customer stated that the sensor broke at the needle hub when it was placed in the inserter. It happened during training and she was able to get another sensor to work. The sensor was not returned for analysis.